Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a blackout occurred on the bronchovideoscope. This occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation result. Updated fields: b5, e4, g1, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image interference waves and abnormalities, after temporarily rewiring, the image is normal. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress problem identified olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.